Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t2 would not deploy from the device. T1 was successfully removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device shows the actuator is in the t2 post deployment position indicating a complete deployment. No ts or suture remain on the needle or were returned for evaluation. The insertion needle is twisted and is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. UDI# (B)(4).